Event description:
It was reported that the lead cap was placed on the 3389-40 lead using the blue torque wrench and the [s]crew was tight before the click was heard. It was also reported that the metal ring was not securely held in the plastic. It was also reported that when the lead cap was used with the 37085 extensions, the set screws must be firmly gripped, otherwise they tended to move, and this movement had the potential to damage the lead. This was the second time this incident had occurred in the past 6 weeks. It was reported that this was not used in the patient, there was no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead cap and wrench were returned for analysis. Analysis of the wrench found no anomaly. Analysis of the lead cap found connector twisted, which may be caused during implant procedure.